Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site. The fse replaced the reference valve and the reference electrode. The fse also secured the roller pump tubing for mid standard solution, reseated the reference block and cleared blockage of ise waste drain well to resolve the issue. A2, a4 & a5: information was not provided. The beckman coulter internal identifier is (B)(4).

Event description:
The customer reported obtaining erroneously high sodium (na) and low chloride (cl) patient results on their au5800 clinical chemistry system p/n b96698 s/n (B)(6). There was no report of injury, death or delay/change in treatment. The customer did not provide any patient data and/or patient demographics.